Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that myocardial infarction (mi), stent thrombosis and recurrent angina occurred. On (B)(6) 2011, the patient was hospitalized for planned coronarography due to known coronary artery disease. Subsequently, the index procedure as performed. The target lesion was a de novo ostial lesion located in the proximal right coronary artery (rca) with 80% stenosis and was 5 mm long with a reference vessel diameter of 2.25 mm. The lesion was treated with direct stent placement using a 2.25 mm x 12 mm ion stent. Following post dilatation, residual stenosis 0%. Target lesion #2 was a de-novo lesion located in the proximal left anterior descending (lad) with 70% stenosis and was 25 mm long with a reference vessel diameter of 2.25 mm. Target lesion #2 was treated with direct stent placement using a 2.5 mm x 32 mm ion stent, with 0% residual stenosis. Two days post procedure, the patient was discharged on aspirin and clopidogrel. On (B)(6) 2012, the patient's cardiac enzyme values found to be elevated and mi was noted. Electrocardiogram revealed mi-q-wave. It was observed that the patient experienced ischemic symptoms. Coronary angiography was performed. The 100% focal restenosis (stent thrombosis) of the study stent located in the proximal lad extending in to the mid lad. The physician was treated with balloon angioplasty with placement of 2.25 x18mm unspecified bare metal stent (bms). Following dilatation, the residual stenosis was 20%. In addition, the 90% lesion located in the mid lad to distal lad was treated with balloon angioplasty with 0% residual stenosis. One day post procedure, patient was diagnosed with recurrent angina and patient was referred for cardiac catheterization. Selective cardiac catheterization revealed 75% eccentric lesion at the distal edge of the previously placed stent. The 75% edge restenosis of the study stent extending into the mid lad was treated with balloon angioplasty and placement of unspecified bms. Following post dilatation, the residual stenosis 0%. Five days post procedure, the event was considered resolved without residual effects and patient was discharged on the same day.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 75% stenosis was located in the mid left anterior descending (lad), not a edge restenosis of the study stent extending into the mid lad as previously reported.